Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The patient was hospitalized for hyperglycemia. The patient was having symptoms of thirsty and polyuria. The patient's blood glucose result was 465 mg/dl on an unknown meter at an unknown time. The blood glucose result was 383 mg/dl on the hospital meter when the patient arrived. The patient was administered novorapid insulin at the hospital. The patient was admitted into the hospital for 8 hours. The insulin cartridge lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.